Event description:
It was reported that manifold test ng at inspection was -5.5 psi on the arctic sun device. Per review of wo on 28jan2023, there was no patient involvement. Per follow up information received via email on 30jan2023, date of event occurred was 26jan2023.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump head. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that manifold test ng at inspection was -5.5 psi on the arctic sun device. Per review of wo on 28jan2023, there was no patient involvement. Per follow up information received via email on 30jan2023, date of event occurred was (B)(6)2023.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.